Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. As received, the belt failed incoming testing. Upon evaluation, corrosion was found on the pca board inside the distribution node (dn). The cause of the test failure is corrosion on the pca board. The root cause of the corrosion is likely liquid ingress. No adverse event resulted from the damaged pca board. The last patient to use this belt did not report any deficiencies.

Event description:
Review of service data detected a reportable event. During servicing, belt sn (B)(4) failed incoming testing. The last patient to use this belt did not report any deficiencies.